Event description:
The customer contacted stryker to report that their device displayed a white screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6). A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The user interface pcb was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Stryker was informed that there was no patient involved in the reported event. Therefore, sections a, b5 and health impact code grid have been updated accordingly.

Event description:
The customer contacted stryker to report that their device displayed a white screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient associated with the reported event.